Event description:
It was reported that during a procedure in the moderately calcified, mildly tortuous superficial femoral artery, the armada 35 was unable to hold pressure and contrast was noted to be leaking from the hub. There had been no issues noted during device preparation. The connection to the inflation device was confirmed to be secure. The armada 35 was removed from the anatomy and replaced with another armada 35 using the same inflation device without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.